Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was reported that at times, ventricular pacing was below the lower programmed rate. It was suspected that a pacing error associated with the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event may have occurred. The implantable pulse generator (ipg) was reprogrammed to a non-susceptible mode and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. If information is provided in the future, a supplemental report will be issued.